Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was unknown when the trial was initiated. It was reported that the lead had a snag in the coil tip. Troubleshooting was not performed and the cause of the event was not known. There was no patient involvement. It was unknown if the issue was resolved. Additional information was received from the manufacturer representative (rep). The rep stated that the cause of the lead snag in the coil tip was determined. The lead came out of its casing with a snag in it. It was unknown about the most likely cause of the event. When asked about the steps taken to resolve the issue, the rep stated that the doctor did not use the lead. Doctor requested the lead be replaced at no charge. There was not an attempt to use the lead on a patient. The rep confirmed that the issue was resolved. It will need to replace the basic evaluation lead from the account inventory with a basic evaluation lead from my trunk stock. The rep confirmed that the device was intended to treat urge incontinence, however, the lead was never attempted to be used on a patient.

Manufacturer narrative:
Continuation of d10: product ID: 306001, lot#: (B)(6) serial#, product type: screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot#: (B)(6), ubd: 12-mar-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.